Event description:
Pharmacy technician noticed equashield syringe (syringe unit ez60) leaking from bottom of syringe after drawing up ns(normal saline). Technician inspected syringed and noticed syringe missing piece in connector. This could have been led to chemo spill in IV room.